Event description:
It was reported that a review was requested for this cardiac resynchronization therapy defibrillator (crt-d) due possible farfield oversensing on the right atrial (ra) channel as well as the possibility that bi-ventricular trigger pacing might have resulted in a ventricular arrhythmia. Technical services (ts) reviewed the device and recommended reprogramming options to address the oversensing. Ts could not confirm if the trigger pacing resulted in the observed arrhythmia and recommended turning off the feature and further monitoring. This device remains in service. No additional adverse patient effects were reported.